Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the customer placed an order for replacement front end board. A getinge technical support technician reported that after speaking with the facility's technical coordinator he was told that the iabp was repaired. The coordinator installed a new front end board and a safety disk.

Event description:
The customer reported that prior to use on patient, an alarm sounded on the intra-aortic balloon pump (iabp) and the system would not boot up. No adverse event has been reported.